Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the dxc700 au clinical chemistry analyzer. The fse inspected the analyzer and found that the buffer valve tubing #8 was leaking from fitting and missing synapse on tubing. The fse installed new tubing set which included the tubing, synapse and fitting to resolve the issue. The fse performed verification testing and confirmed no further leaks. The system returned to normal operation. The beckman coulter identifier is (B)(4).

Event description:
The customer reported the dxc 700 au clinical chemistry analyzer generated erroneously high ise (ion selective electrodes) which includes sodium (na), potassium (k), and chloride patient results. The customer did not report results outside the laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient data or demographics.